Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that the physician was having problems with his programming system. It was clarified that the screen has been continually locking up over the past few months. Troubleshooting steps included confirming the lock button was never engaged and performing hard resets to get the screen to unfreeze. The physician stated that he has been able to program and interrogate patients, but is tired of the time it takes to do so because of the programming system. The frozen screen issue occurred on the parameters screen. The programming system is pending return for product analysis.

Event description:
The handheld and software were returned on june 27, 2013 and are pending product analysis.

Event description:
On (B)(4) 2013 product analysis was completed on the handheld and flashcard. An analysis was performed on the handheld no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.